Manufacturer narrative:
The impella device has been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed. As noted in the impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A 74-year-old male with known cad has been treated for ami / cgs. The patient received support from an impella 5.5 cardiac pump and a va-ECMO. Anticoagulation has been low due to bleeding problems in the past. A sudden stop of the impella 5.5 occurred, with the pump unable to restart. The patient has been stable on va-ECMO and has been transferred to cardiovascular ICU, receiving respiratory support from a ventilator.

Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis revealed that the root cause of the pump stop was an open electrical motor cable lines due to patient movement excessive force on the catheter.